Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported material separation resulting in foreign body in patient were likely related to procedural circumstances. Based on the reported information, it is likely that the tip of the barewire became stuck within the 95% stenosed lesion during use resulting in separation of the wire tip during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the emboshield nav6 embolic protection system (eps) was prepared for use without issue. The procedure was to treat a mildly calcified, 95% stenosed lesion in the saphenous vein graft (svg) to the obtuse marginal (om) artery. The eps was advanced to it's parking space and used without issue. At the end of the procedure, while retracted the filter into the retrieval catheter, the tip of the barewire broke off. The tip was not snared from the anatomy as it was reported to be in a safe place very distal in the vessel. The procedure was concluded at that point. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.